Event description:
The report received from the affiliate indicated that the patient had a procedure for implantation of a 55 cm. Optease inferior vena cava (ivc) filter for femoral delivery only. The approach for the procedure was from the femoral vein. A catheter sheath introducer (csi) was used. After deployment of the filter through the csi, the distal portion of the filter did not expand fully. The decision was made to retrieve the filter using a 30 mm. Medtronic gooseneck snare device and a 9 fr. Csi. The patient is in stable condition. There was no reported patient injury. The physician's comments indicated that: the blood flow was extremely fast during the angiography of the renal vein and the patient complained of the pain while injecting the contrast media through the dilator. Friction/resistance occurred during the filter deployment. The flow in the vena cava became slow after the filter deployment. For those reasons, the CT was conducted at the post procedure. It was found that the ivc just below the renal vein was extremely narrow, measured 2-3mm in the minor axis and 20mm in the major axis. The ivc target lesion was reported to be: moderately tortuous/calcified.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that the patient had a procedure for implantation of an optease inferior vena cava (ivc) filter. The approach for the procedure was from the femoral vein. After deployment of the filter through the sheath introducer (csi), the distal portion of the filter did not expand fully. The decision was made to retrieve the filter. The patient is in stable condition, there was no reported patient injury. The physician's comments indicated that: the blood flow was extremely fast during the angiography of the renal vein and the patient complained of the pain while injecting the contrast media through the dilator. Friction/resistance occurred during filter deployment. The flow in the vena cava became slow after the filter was deployed. For those reasons, a CT was conducted post procedure (the IFU states that the vena cava should be measured prior to filter deployment) and it was noted that the ivc just below the renal vein was extremely narrow, measuring 2-3mm in the minor axis and 20mm in the major axis. The ivc target lesion was reported to be moderately tortuous/calcified. The product was returned for inspection. One non sterile 6fr sheath introducer, one non sterile 10fr sheath introducer, a 6fr obturator, a 6fr vessel dilator, a filter cartridge, a non sterile filter, a bloody clot in petri dish and unknown's snare were returned. No visual anomalies were found on the returned 6fr and 10 fr sheath introducers. No visual anomalies were found on the returned filter. The filter was received fully expanded. No visual anomalies were found on the obturator or the filter cartridge. No visual anomalies were found on the returned 6fr vessel dilator. The returned 6fr vessel dilator was inserted through the returned 6fr sheath introducer without friction or resistance. A 10 fr vessel dilator lab sample was inserted through the returned 10fr sheath introducer without friction. Functional analysis with the returned filter could not be performed since the filter was received fully deployed. Review of lot 15381568 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The resistance/friction reported by the customer could not be confirmed during functional test. The unexpanded filter issue reported by the customer could not be confirmed since the filter was found fully expanded. Procedural or clinical factors might have impacted the event. No corrective action will be taken at this time since as there are no indications that the complaint is related to manufacturing process. As the returned filter was completely expanded there does not appear to be a product malfunction. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, the extremely narrow vessel and procedural factors likely contributed to the reported event.